Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. One photo displayed two loose 50ml syringes and the top view of a 3ml blister pack from batch 9259202 (p/n 309657). One photo displayed a loose 50ml syringe and the bottom view of a blister pack with a 3ml syringe inside. It was observed the 3ml syringe was missing the scale from the 1ml to the 2.5ml grad line and there was an ink ring at the 2.5ml marking, which were rejectable per product specification. Potential root cause for the missing and smeared print defect is associated with the marking process. A build-up of ink at the manifold caused insufficient ink to be applied resulting in missing print. From the minimal ink output,it caused excess friction and wear on the doctor blade which resulted in the ink rings. DHR was performed. All visual inspections were performed as per requirement with a quality notification issued for smeared print. Batch 9259202 was requalified and accepted based on meeting our inspection control plan and subsequently approved for shipment. During production of the reported batch, an issue was identified and additional measures were taken to assure release of the product. It is possible some defective syringes were able to escape detection.

Event description:
It was reported that the scale markings were either missing or "incomplete" on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "customer stated that he has found several syringes that are missing graduations. He stated that they have been having the same problem with other size syringes as well (5 ml and 10 ml), but could not provide any specifics." "A quick spot check found a small percentage (approx. 3-5%) that either had no markings or incomplete." "On the 3 ml syringes, I have it in the package (ref309657 lot 9259202), the 5 & 10 ml syringes I have case reports, and the 50 ml syringes I have opened. The staff thought it was funny that multiple were ¿blank¿. I will note that the 50 ml syringes were completely blank, while the 3 ml I have seem to be more of a misprint, some graduations there, others missing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were either missing or "incomplete" on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "customer stated that he has found several syringes that are missing graduations. He stated that they have been having the same problem with other size syringes as well (5 ml and 10 ml), but could not provide any specifics." "A quick spot check found a small percentage (approx. 3-5%) that either had no markings or incomplete." "On the 3 ml syringes, I have it in the package (ref (B)(4) lot 9259202), the 5 & 10 ml syringes I have case reports, and the 50 ml syringes I have opened. The staff thought it was funny that multiple were ¿blank¿. I will note that the 50 ml syringes were completely blank, while the 3 ml I have seem to be more of a misprint, some graduations there, others missing."